Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range above 200 ohms shock impedance measurements. Another rv lead was successfully implanted. No additional adverse patient effects were reported.